Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device log showed that an error had occurred more than 1 month before it was reported. An email was sent to the customer to confirm how they stored the unit. However, a response has not been received at this time. This customer is on the fsca list and was notified on (B)(6) 2025. The device was fast tested without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. Evaluation of the main board was unable to confirm the fault. The board was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided an AED report. The customer's report was observed during review of the report. This error cannot be resolved by the user. The device requires service by zoll to correct the issue. It is recommended that the device be serviced prior to use in any clinical environment. Review of the device activity log did observe error 0x501 occurs when the open/short self-test on the ECG circuit fails. The device indicates not rescue-ready with a 30-second audible beep and a red rescue ready (nvi) indicator. Service is required to clear the error. Customer contacted for storage and use conditions; no response received. Review of the log showed this error was prompting for 1 month before it was reported. No trend is associated with reports of this type.